Manufacturer narrative:
Follow-up #1: date of submission 06/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/17/2016 with the following findings: the display was found to be fully functional. There was no blank screen observed during the testing procedures. Unrelated to the initial allegation, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen was going blank when attempting to deliver an ezcarb bolus. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.